Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smarttouch uni-directional sf catheter and suffered a patient consequence (unspecified). There is no information regarding the patient consequence, intervention, extended hospitalization, patient outcome, or the physician¿s opinion. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Cardiac tamponade is being used in the absence of specific patient consequence information, as cardiac tamponade is the most common adverse event associated with radiofrequency catheter ablation procedures.